Manufacturer narrative:
A product sample is expected for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that there was failure in the aspiration noted during a cataract surgery procedure. There was no med intervention required. There was no pt harm. The procedure was completed. Additional info has been requested for this case.